Event description:
It was reported that the device would not update. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Bottom case cracked by the "l" bracket pole clamp, cracked battery door and cracked a/c receptacle. Visible contamination by the "l" bracket pole clamp, contamination by the a/c receptacle and ethernet port. Unable to retrieve history log due to constant sound w/ no displayed alarm. Reported problem duplicated during power up/upload process. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Customer must have download software v1.6.1 and did not complete upload process. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was customer power down the pump while the pump was performing a software upload from base to head. Actions/repairs were done to correct the reported issue: upload of v1.5.1 to the base unit (interconnect board) and reboot pump's head (main board) by performing power point process and then uploaded customer software v1.6.1 on the pump.